Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2019 with the following findings: during investigation, the pump powered on to a dim and discolored display. The battery compartment was found to be cracked. There was no damage found to the keypad. The keypad buttons were intermittently responsive to user presses. The keypad was removed and there was contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a dim/fading color spectrum and contamination. This report is made based on results of investigation completed on 03/17/2019.